Manufacturer narrative:
Inspection: visual inspection of the returned device revealed the tip is fractured. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause: he root cause was unable to be determined. This event could possibly be attributed to damage during use or handling. It could also be attributed to off-axis forces applied to cause the tip to fracture. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw driver was worn. However, device evaluation by the manufacturer found that the tip had fractured off. The associated patient and surgical information at the time of the fracture is unknown.